Event description:
Post-operative complications were reported from a study of patients with denovo degenerative lumbar scoliosis (dls) that required surgery. Fusions averaged 7.1 levels (4-9 levels); anterior lumbar interbody fusion (alif) was performed in 18 (4.3 levels), transforaminal lumbar interbody fusion (tlif) in 46 (2.5 levels), and 3-column osteotomy in 3. Follow up averaged 5 years (23-93 months). Sometime post-op fifteen patients had revision surgery "for any reason". No further details were provided.

Manufacturer narrative:
The average age of the study patients was (B)(6); ages ranged from (B)(6). Posterior instrumentation including mpa screws (details not provided). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.